Event description:
Edema noted to patient's arm. Leaking present at insertion site. PICC line removed and noted to have a tear at the 1 cm mark.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Without an evaluation of the device a definitive root cause cannot be determined. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacture processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. The catheter was implanted for 2 weeks prior to the incident. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) contains the following warnings and precautions: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. *catheter will be damaged if clamps other than what is provided with this kit are used. *clamping of the tubing repeatedly in the same location will weaken tubing. Avoid clamping near the luer(s) and hub of the catheter.